Event description:
Customer's mother reported the death of her daughter. Cause of death was reported as unknown. Customer's mother stated that the customer was wearing the insulin pump at the time of her death. Customer's mother also reported that the reservoir was half full and that the customer had an MRI procedure the day before she passed away and customer was wearing the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. Medwatch 1 of 3 (insulin pump): 2032227-2011-00998. Medwatch 2 of 3 (infusion set): 2032227-2011-01042.